Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube had shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. No moisture damage electronic assembly noted. Also, pump received with a partial broken retainer ring and missing reservoir tube o-ring. Unable to lock a test p-cap into the reservoir compartment due to detached retainer ring and missing reservoir tube o-ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken reservoir tube lip, cracked battery tube threads, cracked case (battery tube), serial number label missing. Blank display due to misaligned battery tube and cracked case (battery tube) confirmed. Partial broken retainer and missing reservoir tube o-ring, unable to lock a reservoir in place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump had a crack, and a hole in side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the device was returned for analysis.